Event description:
During a follow- up visit, the patient presented with high impedance so they were sent for x-ray images. It was reported that the patient had recently received a generator replacement due to normal expected battery depletion and the patient has fallen multiple times. The physician suspects the patient's fall to have caused damaged to the patient's device, but this has not been confirmed to date. Based on the x-ray images, the connector pins could be seen as being fully inserted inside of the connector block. The filter feedthru were confirmed to be intact. It appears that a strain relief bend and loop were attempted, but doesn¿t seem to be as specified per labeling. Two tie-downs are present, but unable to assess if placed per labeling as the strain relief does not seem to be per labeling. No sharp angles or gross discontinuities were identified in the visible portion of the lead. But, the cause of the high impedance could not be determined from the x-ray images received. No known surgical intervention has occurred to date. No other relevant information has been received to date.